Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a catheter dislodgement. During a procedure when the chronic dialysis catheter was inserted into the pt, the catheter fell out. Medical intervention was required. Unk if pt injury or potential injury involved. Multiple attempts were made to get additional information from the customer without success.